Event description:
The pt reportedly experiences tinnitus intermittently. In 9/2004, the surgeon reportedly ordered a CT scan due to concern about the possibility of a cholesteatoma removal surgery. The pt's device remains implanted.